Event description:
It was reported that the display was showing the "call your doctor" icon and there was an informational power on reset (por) on the recharger screen. The patient stated he pressed the green button again and was able to charge normally. The manufacturer's representative (rep) did not know the por number. It was advised to use the patient programmer (pp) to clear the por and then use the system to see if the por occurred again. The rep. Later noted that the "patient cleared through the remote." It was also noted that the patient was around some electronic equipment. The rep. Was going to monitor and watch to see any consistency with the environment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).